Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9224841. Medical device expiration date: 2023-07-31. Device manufacture date: 2019-08-28. Medical device lot #: 9238944. Medical device expiration date: 2023-08-31. Device manufacture date: 2019-09-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5000 bd saf-t-intima¿ IV catheter safety systems from lot# 9224841, and 5000 catheters from lot# 9238944, were found before use with foreign matter and "dark dots" in their packaging. The following information was provided by the initial reporter, translated from spanish to english: "product with foreign matter and dark dots inside the package".

Event description:
It was reported that 5000 bd saf-t-intima¿ IV catheter safety systems from lot# 9224841, and 5000 catheters from lot# 9238944, were found before use with foreign matter and "dark dots" in their packaging. The following information was provided by the initial reporter, translated from spanish to english: "product with foreign matter and dark dots inside the package."

Manufacturer narrative:
D.10 samples received: 2020-04-06. H.6 investigation summary: a device history record review was performed for provided lot numbers 9224841 and 9238944. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Both physical samples and picture samples were returned for evaluation by our quality engineer team. The picture samples were sufficient for a complete investigation and therefore, only the picture samples were utilized. Through evaluation of the pictures, foreign matter was observed on multiple components of the product. Our engineering team performed an inspection of the assembly process and packaging area in an attempt to detect a potential source of this defect. The quality team determined that the air dispenser system had an obstructed air flow. The purpose of this equipment is to remove loose foreign matter from the device. Unfortunately, this obstruction was not identified during the production process. In response to this incident, a quality alert was issued to the responsible team and updates were made in regards to preventive maintenance; to ensure that these potential obstructions are detected in the future.

Manufacturer narrative:
Correction: the awareness date and date of event have been confirmed and updated. The following information has been corrected: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that 22 bd saf-t-intima¿ IV catheter safety systems from lot# 9224841, and 22 catheters from lot# 9238944, were found before use with foreign matter and "dark dots" in their packaging. The following information was provided by the initial reporter, translated from spanish to english: "product with foreign matter and dark dots inside the package" "the customer has confirmed the event date as (B)(6). There is 22 units affected and both lots numbers informed by the customer is affected with the same defect." G.4. Date received by manufacturer: 2020-03-02. H3 other text : see section h.10.

Event description:
It was reported that 22 bd saf-t-intima¿ IV catheter safety systems from lot# 9224841, and 22 catheters from lot# 9238944, were found before use with foreign matter and "dark dots" in their packaging. The following information was provided by the initial reporter, translated from spanish to english: "product with foreign matter and dark dots inside the package" "the customer has confirmed the event date as (B)(6). There is 22 units affected and both lots numbers informed by the customer is affected with the same defect."